Event description:
It was reported that during an unknown procedure the cable when plugged into generator, doesn't recognize handpiece at all. Lives remaining: 11

Manufacturer narrative:
(B)(4) date sent: 12/12/2023 d4 batch #: u95d0z did the patient experience any adverse consequences due to this issue? No adverse consequences experienced investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and was found to be functional. No communication issues were observed at any time during the testing. The handpiece was disassembled to verify the condition of the internal components, and evidence of remanufactured activities was noted. In addition, the moisture indicator was positive. This has been identified as a remanufactured handpiece. It is possible that manipulation of the device during remanufacturing may have caused the moisture indicator to activate. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch u95d0z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.